Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequences to the patient. The patient would continue to be monitored.